Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs"), device breakage ("fracturing of the implant") and salpingitis ("inflammation of the (l) fallopian tube") in an adult female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), allergy to metals ("plaintiff claimed allergic or hypersensitivity reaction type: nickle allergy") and uterine inflammation ("inflammation of the uterus"). The patient was treated with surgery (bilateral salpingectomy).essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, perforation, device breakage, salpingitis, dysmenorrhoea, allergy to metals and uterine inflammation outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, dysmenorrhoea, perforation, salpingitis and uterine inflammation to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: events nickle allergy ,uterine inflammation & fallopian tube inflammation are added. Lot number , concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and salpingitis ('inflammation of the (l) fallopian tube'). In an adult female patient who had essure (batch no. 50502884), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anxiety. Previously administered products included, for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ painful periods"), allergy to metals ("plaintiff claimed allergic or hypersensitivity reaction type: nickle allergy"), uterine inflammation ("inflammation of the uterus"), abdominal pain ("abdominal pain") and abdominal pain lower ("right and left lower quadrants of the abdomen"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, perforation, device breakage, salpingitis, dysmenorrhoea, allergy to metals, uterine inflammation, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dysmenorrhoea, perforation, salpingitis and uterine inflammation to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: events added: abdominal pain, right and left lower quadrants of the abdomen. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), perforation ('perforation of organs'), device breakage ('fracturing of the implant') and salpingitis ('inflammation of the (l) fallopian tube') in an adult female patient who had essure (batch no. 50502884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / painful periods"), allergy to metals ("plaintiff claimed allergic or hypersensitivity reaction type: nickle allergy"), uterine inflammation ("inflammation of the uterus"), abdominal pain ("abdominal pain") and abdominal pain lower ("right and left lower quadrants of the abdomen"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, perforation, device breakage, salpingitis, dysmenorrhoea, allergy to metals, uterine inflammation, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dysmenorrhoea, perforation, salpingitis and uterine inflammation to be related to essure. Lot number: 50502884. Manufacturing date: 2010-02. Expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs"), device breakage ("fracturing of the implant") and salpingitis ("inflammation of the (l) fallopian tube") in an adult female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), allergy to metals ("plaintiff claimed allergic or hypersensitivity reaction type: nickle allergy") and uterine inflammation ("inflammation of the uterus"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, perforation, device breakage, salpingitis, dysmenorrhoea, allergy to metals and uterine inflammation outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, dysmenorrhoea, perforation, salpingitis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (she had surgery to remove the essure in (B)(6) 2010). At the time of the report, the device dislocation, perforation, device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.